Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the edwards implant patient registry, a 23mm sapien valve was explanted 6 years and 11 months post implant in the aortic position. The reason for the valve explant is not known.

Manufacturer narrative:
The explanted valve was discarded and not available for evaluation by edwards lifesciences. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Medical record review revealed 6 years and 11 months post valve deployment, the patient presented with moderately severe aortic stenosis, at least moderate 3+ aortic insufficiency (ai), and severe mitral valve stenosis. It was also noted that the patient had a porcelain aorta. The aortic valve area measured 0.69cm2. An open sternotomy was performed for an aortic valve replacement and a mitral valve replacement procedure. The previously implanted sapien valve was excised. A surgical aortic valve was implanted and secured in place. During the attempt to wean the patient from cardiopulmonary bypass, severe pulmonary hypertension developed. Tee suggested a subvalvular obstruction. The aorta was reclamped. The valve was removed and portions of the subvalvular apparatus and papillary muscles were excised. The valve was then placed back into position. Severe pulmonary hypertension occurred again. The pulmonary artery was explored to rule out pulmonary embolism. None was found and medication was started. The patient was weaned from cardiopulmonary bypass and transferred to the cvicu in stable condition. Post procedure, MRI indicated multiple strokes, including a large territorial infarct in the central gyrus. The decision was made to transition the patient to comfort care and the patient expired. The explanted sapien valve was sent to pathology for evaluation. Multiple ¿yellow-white¿ irregular pieces of focally calcified valve tissue measuring up to 2.0cm was observed. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Based on the available information, the root cause for the valve degeneration/stenosis 6 years and 11 months post valve implant could not be confirmed, but may be related to the patient¿s co-morbidities or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and for mdrs ¿as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the aortic and mitral valve replacement procedure, patient factors (female gender, age ¿ 74 years) likely contributed to the post procedure infarctions and subsequent death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.